Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d4, g4, g7, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following causes have been found likely for the reported malfunctions: 1. As 7 years or longer have passed since the delivery of this product, the lock of the video connector socket wore out and failed due to long-term repeated use. It is likely that this made the electrical contacts of the connector unstable and affected the image transmission between the endoscope and the video processor, causing the image to appear intermittently. 2. The endoscopic image not appearing while using the 180 series endoscopes occurred due to a failure of the operational amplifier. A design change has since been made to the dr board to prevent reoccurrence.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the reported intermittent issue was confirmed. In addition a worn out lock latch on video connector was observed causing the intermittent image. Furthermore, a faulty patient board was determined causing the no image phenomenon on 180 scope series. Software version was outdated and needs to be upgraded. The identified parts were replaced, software upgraded and device was repaired. Once completed, the device was tested and passed all required testing and specifications. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device exhibited intermittent operation issue. There were no further details provided regarding the event. No patient involvement reported. No user injury reported.